Event description:
Dr. Says it felt like the cath was just slightly too large to go into sheath. The filter was not delivered through system. Used 2 systems. Finally delivered filter. Dr. Did not use on pt.